Event description:
It was reported by the rep the device was used in a laparoscopic cholecystectomy. It was reported that one of the trocars came from a fdc30 kit and the other two were single sales units. With each one of these, the upper seal tore within two passes of the instruments. The trocars were replaced and the procedure was completed. There was no consequence to the pt.